Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine check, several high ventricular rate episodes showing rv lead noise was observed. The lead was otherwise electrically normal. It is unclear the cause of the lead noise and isometric testing did not reproduce the lead noise. No intervention was performed. Patient was stable and will continue to be monitored.